Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head slipped down into throat [foreign body in respiratory tract]. The brush heads started to come loose [device connection issue]. Brush heads came off entirely [device breakage]. Consumer e-mailed and stated that the brush heads started to come loose and then, within a few days, came off entirely. No serious injury was reported.

Event description:
Brush head slipped down into throat [foreign body in respiratory tract]. The brush heads started to come loose [device connection issue]. Brush heads came off entirely [device breakage]. Product counterfeit [product counterfeit]. Consumer e-mailed and stated that the brush heads started to come loose and then, within a few days, came off entirely. No serious injury was reported.

Manufacturer narrative:
23-may-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.